Event description:
A surgical technician reported that patient complained of pain and blurry vision in the right eye (od) thirteen days post treatment. Upon further follow up, the patients' symptoms had gotten better, however, have not yet resolved. The patients' topical steroid dosage was increased. An attempt was made to obtain additional information. No additional information has been provided at this time.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The logfile review could not be done due to missing of logfile for the treatment day. Without logfile review the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).